Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was late about 5 minutes from the server. A technical support specialist re-adjusted the station time to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es did not able to review the patient details, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.